Manufacturer narrative:
(B)(4).

Event description:
It was reported at the post-implant checkup a day after the lead implanted, increased rv pacing lead impedance and increased rv threshold were observed. The lead had not moved from the apex. A programming change was completed. The patient will continue to be monitored. No symptoms were reported.